Event description:
It was reported that during a ptca/treatment procedure, the viva balloon ruptured at 12 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous distal right coronary artery. The physician used a terumo introducer sheath for vascular access, a whisper guidewire and a mach1 guide catheter to cross the lesion. The viva balloon was removed and replaced with a maverick2 balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.